Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3, 4, and 5 had stiff rails. The field service engineer (fse) replaced the rails on drawers 3, 5, and 4, and restoring smooth drawer operation. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary rh-ne3 drawer 5 had sticky rails, required excessive force to access the last cubies in the drawer. The user also noted that two additional full-height drawers were beginned to exhibit similar sticking behavior, though they were not yet significantly impacted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.